Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. It is unknown whether the cage contributed to the suspected palsy we are filing this MDR for notification purposes only.

Event description:
It was reported that on (B)(6) 2015, patient underwent olif at l4-l5. During surgery, when surgeon inserted cage, it "slipped" to posterior and entered spinal canal. It was reported that bone spur at the endplate might have contributed to the event. The surgeon removed the cage immediately. Post-op, reportedly the left foot of the patient did not move that suspected palsy. The event extended surgery 31-60 minutes. The product came in contact with the patient. Patient complications were reported.